Event description:
Customer reported via phone call to have high blood glucose of over 600 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was noted that insulin pump sensitivity was set high. Customer will reach out to healthcare professional regarding adjusting setting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.